Event description:
The customer reported that the left monitor (live image) had failed. There is no report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. The customer enlisted a third party service contractor to conduct the repair.